Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The device is a fox sv, not a fox plus as reported on the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was unable to be confirmed however there was a tear in the shaft which is likely what was perceived by the account as a balloon rupture. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure in the mildly tortuous/calcified mid femoral artery, a 5.0x40x90 fox plus dilatation catheter was advanced to the target lesion over a non-abbott guide wire via femoral antegrade access. During the first inflation of the balloon, the physician noted blood coming back into the inflation device and the balloon could not inflate greater than 2 atmospheres. Balloon rupture was suspected. The catheter was withdrawn from the anatomy without issue and a new fox sv of the same size was used successfully to treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.